Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient experienced a loss of pain control, and the catheter and pump were explanted and replaced. The catheter was returned to the manufacturer for analysis; and the physician is inquiring on what substance is in the catheter. It was noted that there was no patient injury. The drug administered via the patient's pump was reported as "other", which excluded lioresal and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.